Event description:
It was reported that multiple cartridge alarms occurred. There was no reported impact on the customer¿s blood glucose level. The customer declined further troubleshooting; therefore no further information could be obtained.